Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a cracked clamping pulley at the proximal end. As a result, the grip cable lost tension. In addition, the instrument was found with signs of corrosion on the instrument bearings. The grip input disk exhibits orange discoloration. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the jaws on the large hem-o-lok clip applier instrument would not close all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary noted. The instrument was working until the staff observed the jaws were not closing. The instrument was on tissue when the incident occurred. The staff believed the issue was because of the clips being used. The staff changed the clips, but the issue remained. The staff ended up using a backup clip applier instrument to complete the procedure with no injury to the patient.